Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "no rupture was found during surgery". Later healthcare professional reported "rupture on MRI". This record is for the right side. Device was explanted.